Event description:
The customer returned the generator to the service center for a separate issue. During the device analysis, error code e486 was found. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during servicing, therefore there is no information of the customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.